Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the connection to the supply bag was loose and fluid was slowly leaking out of the connection. The fluid leak was discovered fill 1 of 4 of pd treatment. The patient confirmed no fluid came in contact with the cycler. There were no machine alarms prior to leak. Fluid was not discovered in the pump module area. Fluid was not discovered on the external of the cassette. Additional information was requested, however to date has not been provided. The cassette is not available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the connection to the supply bag was loose and fluid was slowly leaking out of the connection. The fluid leak was discovered fill 1 of 4 of pd treatment. The patient confirmed no fluid came in contact with the cycler. There were no machine alarms prior to leak. Fluid was not discovered in the pump module area. Fluid was not discovered on the external of the cassette. Additional information was requested, however to date has not been provided. The cassette is not available for return to the manufacturer for physical evaluation.